Manufacturer narrative:
The patient was established after pump repositioning and remains on lvad support listed for transplant as 1b. A supplemental report will be submitted when the manufacturer's investigation is completed. No further information is available.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted to the hospital with episodes of rapid heart rate, shortness of breath, fatigue, intermittent chest pain and syncope with rpm's reduced from 9600 to 9200. The patient also reported that the vad was moving in his chest and he was experiencing intermittent episodes of increased power consumption. Waveforms and data were sent to the manufacturer for evaluation and the run time parameters were normal; however, the log file displayed a constant elevated power draw over the 24 hours, as well as a drop in the average pi which may be a sign of thrombus development. An echo was taken which ruled out any inflow valve thrombus. Approximately two weeks later, the patient was taken to the or for pump repositioning due to suboptimal inflow valve positioning.